Manufacturer narrative:
(B)(4). Insulin pump was received with cracked case and no button response due to moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.

Event description:
Information received by medtronic indicated that the insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.